Event description:
User facility mandatory medwatch was received that stated the following: "about 20 minutes after anesthesia was achieved, pt coded and was resuscitated. Following this and approximately midway through the procedure, the circulating surgical nurse noticed that the medication bag was empty. A medication bag of nitroprusside (bag was covered to protect from light) with tubing set had been set up and loaded into channel a of this triple channel pump. The anesthesiologist reported that the pump had not been programmed or turned on prior to the problem being noticed. This was done to prepare for the medication's potential use later in the procedure. The anesthesiologist recalled noticing after the event that the pump door was closed. Tubing set, medication bag and pump were secured and provided to clinical engineering for inspection. Hospital clinical engineering performed a full performance verification test on this device on (B)(6) 2012 and found both the pump and the tube set working properly. As inspected, channel a of this pump had previously been programmed for 150 ml/hr. Additional quantities of tubing sets were inspected and noted to be from lot #06104, but surgical staff were unable to confirm the lot # of the tube set actually used. Hospira engineers inspected pump on (B)(6) 2012, no problems found." Upon further query the following info was provided that indicated the customer contact reported unrestricted flow. On (B)(6) 2012, at an unspecified time, the circulating nurse mixed nitroprusside 100 mg into a 250 ml container of normal saline, primed the tubing set, placed the cassette into channel 1 of the device, and closed the door. The customer contact indicated that the nitroprusside was made available for emergency use only. The customer contact reported that the pump was not programmed or powered on; however, at 0745, it was reported the anesthesiologist connected the tubing to the pt's triple lumen catheter. At that time, the anesthesiologist reported no fluid was noted leaking from the distal end of the tubing set. The customer contact reported that while prepping the pt for surgery, a nurse noted the pt's blood pressure decreased. No specific values were provided. At 0755, cardio pulmonary resuscitation (CPR) was started. At 0804, it was reported that the surgeon opened the pt's chest and performed manual heart compressions, followed by paddle defibrillation. At 0812, the customer contact reported the pt was placed on bypass support for the surgical procedure. At 0920, the circulating nurse noted that the nitroprusside container was empty, and notified the anesthesiologist. It was reported that the device was still powered off. The device was removed from the clinical setting, along with the tubing set and empty bag of nitroprusside. At 0953, the surgery was completed and the pt was transported to the intensive care unit (ICU). After an unspecified length of time, the pt had a cyanide level drawn with results reported as 1.5 mcg/ml. After an unspecified length of time, it was reported the pt was determined to be "brain dead." On an unspecified date, the customer contact reported the pt was removed from life support. On (B)(6) 2012 at 1315, the customer contact reported the pt expired. During testing at the user facility, the device passed testing, through requested, no additional info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report does not have a number. Initial testing of the device was conducted at the user facility on (B)(4) 2012, by the hospira field service engineer. The device passed testing for delivery accuracy. No unrestricted flow was noted during the testing procedures. The device was returned to the service center for further testing. Investigation is not complete. The technology of the plum xlm list #11845 does not contain a device history that provides past programmed settings. Hospira is unable to confirm if the settings found by the clinical engineer at the user facility were programmed by anyone during the surgery. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4). Additional info from the user facility report: date of this report: (B)(4) 2012. Brand name: hospira. Common device name: plum xl3m. (B)(4). Model #: 11845. Returned to manufacturer on: (B)(4) 2012. (B)(6).